Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1995, (B)(6) 1997, (B)(6) 2001, (B)(6) 2004), head injury, pneumonia, cholecystectomy, adenoidectomy, leg pain, vaginal delivery (4), recurrent abortion (3), myocardial infarction and osteoarthritis. Concurrent conditions included chest pain, troponin I increased, back pain, sciatica, degenerative disc disease, vomiting, sebaceous cyst, loose bowel, gerd, general body pain, hematuria, swelling nos, rhinorrhea, nasal congestion, sore throat, dry cough, neck pain, lumbar pain, uterine bleeding, menses irregular, incontinence, gait disturbance and uterine enlargement. Concomitant products included marvelon (ortho-cept) and oral contraceptive nos. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nausea ("nausea"). In 2011, the patient experienced anxiety ("anxiety"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, 7 years 4 months after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection : history of multiple utis"), hot flush ("hot flashes"), depression ("depression"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal candidiasis ("vaginal cuff granuloma"), abdominal pain ("abdominal pain") and complication of device removal ("complication of device removal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, genital haemorrhage and complication of device removal outcome was unknown and the pregnancy with contraceptive device, urinary tract infection, hot flush, vaginal haemorrhage, menorrhagia, anxiety, depression, rash, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, vulvovaginal candidiasis and abdominal pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: implants looked good ¿concerning the injuries reported in this case, the following one/ones were described in patient's medical record : confirming - menorrhagia,abdominal pain,anxiety, depression,pelvic pain,vaginal discharge" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hot flashes, pregnancy (with complications), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), history of multiple utis, anxiety, depression, rashes, bladder problems, urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vaginal itching, vaginal cuff granuloma, abdominal pain, miscarriage, device ineffective, complication of device removal", report, lab data added from pfs. Historical and concomittant condition added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6)1995, (B)(6)1997, (B)(6)2001, (B)(6)2004), head injury, pneumonia, cholecystectomy, adenoidectomy, leg pain, vaginal delivery (4), recurrent abortion (3), myocardial infarction, osteoarthritis and recurrent abortion (5). Concurrent conditions included chest pain, troponin I increased, back pain, sciatica, degenerative disc disease, vomiting, sebaceous cyst, loose bowel, gerd, general body pain, hematuria, swelling nos, rhinorrhea, nasal congestion, sore throat, dry cough, neck pain, lumbar pain, uterine bleeding, menses irregular, incontinence, gait disturbance and uterine enlargement. Concomitant products included marvelon (ortho-cept) and oral contraceptive nos. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced nausea ("nausea"). In 2011, the patient experienced anxiety ("anxiety"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2011, 7 years 4 months after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection : history of multiple utis"), hot flush ("hot flashes"), depression ("depression"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal candidiasis ("vaginal cuff granuloma"), abdominal pain ("abdominal pain"), complication of device removal ("complication of device removal") and medical device discomfort ("discomfort"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the abortion spontaneous, genital haemorrhage, complication of device removal and medical device discomfort outcome was unknown, the pregnancy with contraceptive device, urinary tract infection, hot flush, vaginal haemorrhage, menorrhagia, anxiety, depression, rash, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vulvovaginal pruritus, vulvovaginal candidiasis and abdominal pain had not resolved and the dyspareunia and vaginal discharge had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, medical device discomfort, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects. Patient experience another pregnancy episode in 2013 which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: implants looked good; on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient's medical record : confirming - menorrhagia,abdominal pain,anxiety, depression,pelvic pain,vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: event "discomfort" added, previously reported events "pain" and "dyspareunia (painful sexual intercourse), vaginal discharge" outcome updated to "recovering / resolving" and "recovered/resolved" respectively. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6)1995, (B)(6)1997, (B)(6)2001, (B)(6)2004), head injury, pneumonia, cholecystectomy, adenoidectomy, leg pain, vaginal delivery (4), recurrent abortion (3), myocardial infarction, osteoarthritis and recurrent abortion (5). Concurrent conditions included chest pain, troponin I increased, back pain, sciatica, degenerative disc disease, vomiting, sebaceous cyst, loose bowel, gerd, general body pain, hematuria, swelling nos, rhinorrhea, nasal congestion, sore throat, dry cough, neck pain, lumbar pain, uterine bleeding, menses irregular, incontinence, gait disturbance and uterine enlargement. Concomitant products included marvelon (ortho-cept) and oral contraceptive nos. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced nausea ("nausea"). In 2011, the patient experienced anxiety ("anxiety"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2011, 7 years 4 months after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection : history of multiple utis"), hot flush ("hot flashes"), depression ("depression"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal candidiasis ("vaginal cuff granuloma"), abdominal pain ("abdominal pain"), complication of device removal ("complication of device removal") and medical device discomfort ("discomfort"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the abortion spontaneous, genital haemorrhage, complication of device removal and medical device discomfort outcome was unknown, the pregnancy with contraceptive device, urinary tract infection, hot flush, vaginal haemorrhage, menorrhagia, anxiety, depression, rash, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vulvovaginal pruritus, vulvovaginal candidiasis and abdominal pain had not resolved and the dyspareunia and vaginal discharge had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, medical device discomfort, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects. Patient experience another pregnancy episode in 2013 which captured under case (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: implants looked good; on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient's medical record : confirming - menorrhagia,abdominal pain,anxiety, depression,pelvic pain,vaginal discharge" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6) 1995, (B)(6) 1997, (B)(6) 2001, (B)(6) 2004), head injury, pneumonia, cholecystectomy, adenoidectomy, leg pain, vaginal delivery (4), recurrent abortion (3), myocardial infarction and osteoarthritis. Concurrent conditions included chest pain, troponin I increased, back pain, sciatica, degenerative disc disease, vomiting, sebaceous cyst, loose bowel, gerd, general body pain, hematuria, swelling nos, rhinorrhea, nasal congestion, sore throat, dry cough, neck pain, lumbar pain, uterine bleeding, menses irregular, incontinence, gait disturbance and uterine enlargement. Concomitant products included marvelon (ortho-cept) and oral contraceptive nos. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nausea ("nausea"). In 2011, the patient experienced anxiety ("anxiety"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, 7 years 4 months after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection : history of multiple utis"), hot flush ("hot flashes"), depression ("depression"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal candidiasis ("vaginal cuff granuloma"), abdominal pain ("abdominal pain") and complication of device removal ("complication of device removal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, genital haemorrhage and complication of device removal outcome was unknown and the pregnancy with contraceptive device, urinary tract infection, hot flush, vaginal haemorrhage, menorrhagia, anxiety, depression, rash, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, vulvovaginal candidiasis and abdominal pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: implants looked good ¿concerning the injuries reported in this case, the following one/ones were described in patient's medical record : confirming - menorrhagia,abdominal pain,anxiety, depression,pelvic pain,vaginal discharge" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.